Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly, and performance specifications. During a visual inspection, the syringe contains a solution and on inspection, ptfe flakes were able to be found. The functional test cannot be performed due to no device or accessory were returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, there was no resistance when the guidewire was taken out of the dispenser hoop, the guidewire was shaped 60 degrees, the continuous flush was set up and maintained throughout the clinical procedure, the flush was given inside the microcatheter at the time when the guidewire was inserted, the introducer sheath was used when inserting the guidewire, no friction or resistance was felt at the hub, the guidewire advanced/retracted without any excessive force and the patient¿s anatomy was normal tortuous. Only the syringe with coating-like material will be returned. The color of the coating material peeled off was dark bluish color. It is possible peeled material may be present in the patient¿s anatomy. It is unknown at present if the patient was affected as a result of the event. "No health hazards have been identified at this time, but if the collected material is a microcatheter or guidewire coating, it may cause embolism". The patient¿s current condition is unknown. Product analysis found slivers of ptfe returned inside a syringe. The type of peeling noted is consistent with damage caused by backloading the guidewire into the introducer sheath. However, since the introducer sheath was not returned for analysis this could not be definitively assessed. While it is possible peeled material may be present in the patient¿s anatomy, this has not been confirmed and remains currently unknown. Therefore, a cause of undeterminable has been assigned to the as reportable ''guidewire ptfe coating peeling'' and ¿'un-retrieved device fragments'¿ and as analyzed "guidewire ptfe coating peeling".

Event description:
It was reported that during an a-com cerebral aneurysm coil embolization procedure, physician inserted the catheter into the aneurysm using the jailed balloon technique and embolization was performed after placing a stent. He tried to change the position of the catheter using the subject guidewire and tried to re-insert the catheter into the aneurysm using trans cell technique. When the subject guidewire was removed it was seen that the coating was peeled off. It wasn¿t confirmed if the peeling was of the catheter or the subject guidewire. There might be some coating fragments left inside the patients anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information available.

Manufacturer narrative:
This is 1 of the 2 reports.

Event description:
It was reported that during an a-com cerebral aneurysm coil embolization procedure, physician inserted the catheter into the aneurysm using the jailed balloon technique and embolization was performed after placing a stent. He tried to change the position of the catheter using the subject guidewire and tried to re-insert the catheter into the aneurysm using trans cell technique. When the subject guidewire was removed it was seen that the coating was peeled off. It wasn't confirmed if the peeling was of the catheter or the subject guidewire. There might be some coating fragments left inside the patients anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information available.